Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This is from conference presentation in (B)(6). It was reported that the cup loosening after the medical procedure. Cup:2057-50xx(securefit ad ceramic on ceramic shell).

Manufacturer narrative:
An event regarding loosening involving a securfit shell was reported. The event was not confirmed. Conclusions: a review by a clinical consultant concluded: although exact causes of these cup loosening cases cannot be established due to absence of relevant further information, this abstract contains no information that would suggest device-related mechanisms are involved while clinical results are perfectly in line with what can be expected as based upon scientific literature. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
This is from conference presentation in (B)(6). It was reported that the cup loosening after the medical procedure. Cup:2057-50xx(securefit ad ceramic on ceramic shell).